Manufacturer narrative:
Correction e4: the investigation of the reported failure mode has been completed. No product was returned for investigation. Stroke: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of the impella 5.5 on (B)(6) 2025, the patient experienced lower extremity weakness last night when getting back to bed. Code stroke was called and cat scan revealed new right cerebellar territory stroke. The patient does have a history of strokes. Not a tissue-type plasminogen activator (tpa), candidate per team. The patient was offered transfer to main campus for clot retrieval interventions, and he declined. Echocardiogram performed and no clot visualized around impella catheter. Team is attributing stroke to low flow and low cardiac output, state and not to impella usage. Partial thromboplastin time goals increased and patient showing improvements in motor function on my rounding this morning. Currently it is unclear if this will alter plans for his scheduled left ventricular assist device tomorrow morning. The heart failure feels that it should be delayed but surgery feels it should not, and he would do better with proceeding.